Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy ev300 ventilator unit alarmed a red screen with a white box indicating a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, an error code was found in the ventilator's downloaded error log (machine flow sensor drift above the specification). The device could not be tested at the time of service due to other existing conditions. The cause of the malfunction is unknown at this time. The device's flow sensor was replaced to address the issue, but the error was still present. No correction at this time. A follow up is required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information alleging a trilogy ev300 ventilator unit alarmed a red screen with a white box indicating a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy ev300 ventilator unit alarmed a red screen with a white box indicating a ventilator inoperative condition occurred. There was no harm or injury reported. New information: the device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, an error code was found in the ventilator's downloaded error log (machine flow sensor drift above the specification). The device could not be tested at the time of service due to other existing conditions. The cause of the malfunction is unknown at this time. The device's flow sensor was replaced to address the issue, but the error was still present. The flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the flow sensor functioned as designed and operated without issue or error codes.